Manufacturer narrative:
The company service representative examined the system. The controller pcba was replaced to address the issue. The returned controller pcba was tested. The reported issue was confirmed with the system displaying the reported system message. A capacitor was visibly burned. After replacement of the capacitor, the system was re-tested and passed testing. The reported issue was replicated and root cause was determined to be a non-conforming capacitor. There were no additional complaints for the reported serial number. A complaint trend review indicates no adverse trends for the reported issue.

Event description:
The customer reported that during the first surgery of the day a system message displayed and system shut down. The staff rebooted the system, switched the accessories but the system would not work. The surgeon completed the surgery manually and converted to ecce. The incision was enlarged. Post operative astigmatism was noted due to enlarging the incision.